Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr901 implantable pulse generator (ipg), implanted: (B)(6) 2003; 4968 implantable pacing lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported there were high thresholds and a confirmed fracture of the right ventricular lead. The lead remains implanted and was programmed off. The patient is reported to have intact atrial-ventricular conduction and the patient was programmed with atrial pacing. No patient complications have been reported as a result of this event.